Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the device fails the function control test. There was no patient involvement.